Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation approximately 6 weeks ago and his ipg was unable to communicate with external devices. The patient stated he had experienced increased difficulty in locating his ipg with the charger prior to losing stimulation. Surgical intervention will be undertaken to resolve the issue.